Event description:
The manufacturer received information alleging the trilogy 100 ventilatory had an issue with startup. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management board needed replaced to address the issue. However, no repairs were completed; the device was scrapped.